Manufacturer narrative:
Relevant retention test strips (lot 128039-10 and 139821-10) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention strips/ retention meter: marcumar 1: 2.5 inr, marcumar 2: 1.7 inr. Master lot/ retention meter: marcumar 1: 2.7 inr, marcumar 2: 1.7 inr. No error messages occurred and the retention material complied with specification. The customer coaguchek xs meter was received for investigation. The meters appeared undamaged and clean on the outside. The meter was measured with the relevant retention test strips (lot 139821-10) and the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and internal reference meters were used. Master lot / retention meter: marcumar 3: 2.0 inr, marcumar 4: 2.3 inr. Retention strips/customer meter: marcumar 3: 2.1 inr, marcumar 4: 2.3 inr. The returned customer material and retention material complied with specifications.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable result from coaguchek xs serial number (B)(4). The result at 07:56 am was 4.6 inr. The result at 10:00 am was 2.5 inr. Information concerning if any erroneous result was reported outside the laboratory was requested but it was unknown. The patient was not adversely affected. If was unknown if the patient was suffering from an autoimmune disease or had renal or liver insufficiency.